Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned samples revealed that xc200 cartridge was received empty with no apparent damage. 5 loose clips were returned along with the cartridge and 3 of them were closed with no apparent damage. The clips were manually loaded and tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 2 clips as intended. The clips were as intended and conforms to our manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - package lot number of the clips? =>unknown.- please provide the applier product code and lot number? =>the applier product code is ka200 and lot number is unknown.- please confirm if there is an issue with the applier?=>no. If yes, please create a product complaint and provide the respective reference number(s). =>n/a.- please explain how the clips were loading into the applier? => I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- were you able to lock the clip closed on the suture? =>no.if yes, after it closed, was the clip holding securely fixed on the suture?=>n/a. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? => I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading =>the jaws of the applier are at 90 degree to the surface to the clip cartridge when loading.- was the applier checked for damaged (jaws straight and aligned)?=>there is no damage with the applier. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions:=> (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, when loading into the applier outside the body, the clip did not close. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. There were no patient consequences reported. Additional information was requested.